Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on october 3rd, the day after the foley catheter was placed, when an attempt was made to remove the catheter with a syringe, 7cc of fixative water was removed, but the remaining amount could not be aspirated. The doctor attempted to remove the catheter, but 3cc remained in the balloon. When the stored catheter and syringe inserted into the valve were checked at the beginning of the following week, the remaining 3cc had fallen out. When water was refilled, it was not possible to aspirate the remaining 3cc.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Photo sample evaluations: received (5) photo samples. Visual evaluation of the photo samples noted opened packaging label temp sensing foley catheter with two syringes. Verified material number for catheter 119314 and manufacturing lot number ngjx0310. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with two syringes. Verified material number 119314 and manufacturing lot number ngjx0310. Visual inspection noted no obvious observations. During testing, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using the returned syringe it inflated with no difficulty with no leaks present. However asymmetrical balloon was present with ballon concentricity= 100/0. When tried to deflate only 8 ml deflated within 5min. Attempted to inflate balloon with in-house luer lock syringe and tried to deflate the balloon only 7ml deflated in 5min.dissected balloon and found that the perforation notch was not fully perforated. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections made to tabs d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), the day after the foley catheter was placed, when an attempt was made to remove the catheter with a syringe, 7cc of fixative water was removed, but the remaining amount could not be aspirated. The doctor attempted to remove the catheter, but 3cc remained in the balloon. When the stored catheter and syringe inserted into the valve were checked at the beginning of the following week, the remaining 3cc had fallen out. When water was refilled, it was not possible to aspirate the remaining 3cc. Per investigator's notification received on 24feb2026, it was reported that asymmetrical balloon was found during sample evaluation on 23feb2026.